Event description:
A malfunction alarm was reported, indicated by malf 0 code, with no specific events noted before its occurrence. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to contact support if the issue recurs.